Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed leading to automatic mode switch (ams) episodes. Diagnostic imaging was performed and no anomalies were noted. The physician will continue to monitor the patient by follow-up and the patient was in stable condition.